Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the school nurse was not able to give the patient a correction bolus. The reporter indicated that the nurse took the cartridge out, put it back again and did the full rewind/load and prime and was able to give a bolus successfully. There was no indication that the device caused or contributed to an adverse event. The pump was replaced based on patient¿s guardian insistence due to lost faith in the pump. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a pump malfunction.